Event description:
Amulet device was implanted during procedure, and during recovery the patient was found to have a change in their heart rhythm. Echocardiogram was ordered and showed that the amulet device had dislodged into the left ventricle. The patient required an additional procedure to snare the dislodged device out of his left ventricle and admission to the hospital for observation.